Manufacturer narrative:
The mfg lot history records for this lot number were reviewed and no discrepancies noted. The actual device in question was not returned to co and an unused unit from the same lot number was evaluated. That unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.

Event description:
Customer complained to sales rep that devices were "not stopping". Unable to obtain more specific info.